Manufacturer narrative:
The root cause for reagent bottles (especially those containing formalin and cleaning reagents) being difficult to remove from peloris ll tissue processor serial number (B)(4) as reported by the complainant, could not be determined from the information available. The leica senior service technician (fse) performed scheduled preventive maintenance activities on (B)(6) 2019. The fse documented that: "all bottes are sitting good and easy to remove/insert"; and the results for system verification tests performed following completion of the preventive maintenance activities were satisfactory. The instrument was found to be operating within specification. Manufacturer review of the service history showed that the instrument was installed at the customer site in 2013; and there has no previous complaint of reagent bottles being difficult to remove from this instrument.

Event description:
Leica biosystems senior service technician (fse) visited the laboratory to conduct scheduled preventive maintenance for peloris ll tissue processor serial number (B)(4). The fse documented that the customer had complained during the visit that bottles were difficult to remove, especially those containing formalin and cleaning reagents; and also mentioned that a user had sustained "some injuries as she was trying to get the bottle out." On 06 december 2019, leica biosystems melbourne received the following information, which had been provided by the complainant to the fse, in relation to the user impact/outcome of the reported circumstances: the user injury occurred on (B)(6) 2019. The user injury was reported to the leica biosystems senior service technician (fse) on (B)(6) 2019 during a visit to perform scheduled preventive maintenance. "The staff member had a prebooked medical appointment for the day after the injury. She did not book an appointment as a result of the injury, but mentioned it to her family physician at a regular booked appointment." "Staff missed the following day after injury to shoulder from pulling out reagent bottle. Staff member has ongoing pain in elbow and shoulder and changing bottles on peloris did aggravate it. Staff member stayed home the following day to rest as was doctors' verbal advice."